Event description:
It was reported that the patient initially underwent a right knee arthroplasty. Postoperatively, the patient developed significant osteolysis secondary to polyethylene wear and component loosening. The patient tolerated the subsequent surgery well, with no reported complications. All components were removed. No further information is available.

Manufacturer narrative:
D10: 02-010-03-0335 - logic cr femoral cem, right, sz 3.5: (B)(6). 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t: (B)(6). 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t: (B)(6). 02-012-48-3509 - logic cr tib insert slope +. Sz 3.5, 9 mm: (B)(6). 02-012-49-3511 - logic cr tib insert slope ++, sz 3.5, 11 mm: (B)(6). 200-02-38 - three peg patella 38mm: (B)(6). 200-02-38 - three peg patella 38mm: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.